Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to connect a usb cable to the pump. There was no reported impact to customer's blood glucose. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.